Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by customer relations that a patient was walking slowly when a prosthesis in his hip broke on (B)(6) 2017. The prosthesis was initially implanted in the year 2011.

Manufacturer narrative:
This product was reported in error, it is unknown at this time if the product is sold in the us.